Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, although the placement of the ultrathane mac-loc locking loop multipurpose drainage catheter was uneventful, the patient had to return to the hospital following the procedure. The cause for the additional medical intervention was identified to be a break in the catheter, which reportedly occurred at the "connection point" [sic] of the device. The device was exchanged for a new one, with no further issues reported. The circumstances surrounding the usage and handling of the device following implantation but prior to the reported product issue were not reported. The product is reportedly available for return; however, as of the date of this report, no product has yet been received for evaluation.

Manufacturer narrative:
Additional information: date of event is either (B)(6) 2017 or (B)(6) 2017. Corrected data: it was originally indicated that the device will not be returned for evaluation. Investigation ¿ evaluation: a review of the drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. Product was not returned to assist in the investigation; however, an image of the broken catheter was provided. Based on the image, it appears that the flared tubing was pulled out of the cap. The diameter of the flare cannot be determined from the image. The flare looks concentric in shape without obvious folds or tears. It is difficult to determine from the angle of the view how many threads are visible between the mac-loc and the cap; however, there appears to be 2 threads showing. The security of the cap to the mac-loc cannot be determined. The lot number was not provided, so a review of the nonconformance noted within the lot could not be reviewed. Additionally, a complaint search for similar complaints from the same lot could not be performed. Per the IFU, ¿patients with indwelling drainage catheter should be evaluated routinely to ensure continuous function of the catheter.¿ there is no information regarding the device maintenance and care that may have contributed to the device breaking at the connection point. This failure mode is associated with a corrective action /preventive action, the root causes of which were determined to be design-related as well as manufacturing process-related. Measures have been initiated to address these root causes. However, because the lot number was not provided, it cannot be determined if the device in this event was manufactured before or after the changes were implemented. The device also could have undergone higher forces than anticipated. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor this device via the complaints database for similar complaints.